Manufacturer narrative:
It was clarified that the repeat results were from the primary tube.

Manufacturer narrative:
(B)(4)

Event description:
The customer questioned results for 3 patient samples tested for ise indirect na, k, ci for gen.2 on a cobas 6000 c (501) module. Based on the data provided, the na and k results for 1 patient were discrepant. The initial na result from an aliquot sample from the c501 module was 148 mmol/l. The initial k result from the aliquot sample was 5.4 mmol/l. This aliquot sample was from the customer's modular pre-analytics (mpa) system. The na result was reported outside of the laboratory where it was questioned by the physician. This medwatch will cover the c501 module. Refer to medwatch with (B)(6) for information on the mpa. On (B)(6) 2018 the sample was loaded manually onto the same c501 module and repeated with an na result of 142 mmol/l and a k result of 5.09 mmol/l with a data flag. The customer also loaded the sample manually onto a different c501 module and the na result was 139 mmol/l and the k result was 4.90 with a data flag. It is not known if the repeat samples were from the aliquot sample or if they were from the primary tube. The repeat results from both c501 modules were believed to be correct. No adverse event occurred. The electrode lot numbers and expiration dates were not provided. The electrodes were changed on 07-jan-2018 and pinch valve and sipper tubing was replaced on 08-jan-2018. The customer stated there were no issues with other tests. The field service engineer (fse) visited the customer site and was not able to find an issue with the c501 module. Precision results were within specification. Based on the data provided, no issues were identified with the c501 module. Calibration data shows that the c501 module is performing well. The investigation was unable to find a definitive root cause.